Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During the evaluation, the mechanism assembly was found to be not originally installed on device serial number (B)(4). Review of the device history records for both devices, shows both the mechanism assembly belong to device serial number (B)(4). This is an indication that the mechanism assembly is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warning s and cautions of the spectrum operators manual it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump serial number (B)(4), evidence of tamper/unauthorized service was found. The mechanism assembly was identified to be originally installed in spectrum pump serial number (B)(4). It is unknown if there was patient involvement with the device after the unauthorized service was performed.